Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "4f mik sheath separated from hub upon removal. A cutdown was performed to remove remainder of device."

Manufacturer narrative:
Qn# (B)(4). Complaint details were reviewed. Customer stated, " 4f mik sheath separated from hub upon removal". No unit was returned for evaluation. It is unknown to what extent and degree of damage was present on the unit. Additional information was requested. A response was received. Surgical cutdown was employed to remove the sheath. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor similar issues and trends.

Event description:
It was reported that: "4f mik sheath separated from hub upon removal. A cutdown was performed to remove remainder of device."